Event description:
It was reported patient underwent a left total knee arthroplasty on an unknown date with unknown product. Subsequently, the patient was revised on (B)(6) 2014 due to infection. All products were removed and cement spacer molds were implanted. Patient was reimplanted with biomet product on (B)(6) 2014. Patient underwent a further revision procedure and washout on (B)(6) 2015 due to infection. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Initial reporter telephone: (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.